Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 2.4 time between testing (greater than 3 hours); (B)(6) 2012, 2.8, 4.0-4.9 (one hour). Pt was admitted to the hospital based on inratio result; pt received two shots of lovenox twelve (12) hours apart. Last dose of coumadin was (B)(6) 2012. Customer was not sure of the exact result. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.